Manufacturer narrative:
On may 8, 2020, the product investigation was completed. Device investigation summary: it was reported that a female patient underwent atrial fibrillation (afib) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During ablation phase, the patient¿s blood pressure has dropped and pericardial effusion was confirmed by intracardiac echocardiography. Pericardiocentesis was performed at the time of the call. The caller was uncertain about whether the patient required extended hospitalization. The patient had fully recovered. The device was visually inspected and it was found in good conditions. The magnetic, temperature and force features were tested and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint cannot be confirmed. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device 30293319m number, and no internal actions related to the complaint was found during the review. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a female patient underwent atrial fibrillation (afib) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During ablation phase, the patient¿s blood pressure has dropped and pericardial effusion was confirmed by intracardiac echocardiography. Pericardiocentesis was performed at the time of the call. The caller was uncertain about whether the patient required extended hospitalization. The patient had fully recovered. In the opinion of the physician, the event was procedure related due to catheter manipulation. The event occurred during use of biosense webster products. Transseptal was performed with cook needle (cook medical). There was no evidence of steam pop. The irrigation settings were standard for thermocool® smart touch® sf bi-directional navigation catheter. There were no error messages observed on biosense webster equipment. All force visualization features were used. The visitag settings were 2mm for 4seconds, time is between 5-15 seconds, no fot, tag size 3 and time for coloring.